Event description:
It was reported via repair work order that the head end jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the customer will scrap the unit and will not return the unit to service.